Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.